Event description:
It was reported that the patient underwent a hip arthroplasty procedure on an unknown date and was implanted with zimmer biomet products. Subsequently, the patient was revised on an unknown date. The cpt stem and triology cup were explanted. The patient is said to have poor soft tissue.

Manufacturer narrative:
(B)(4). D10: 00811400210 cpt 12/14 size 2 cocr ext 63273820. 65620005622 f/m acet shell 56mmod clust ha 63391815. 00630505636 liner standard 3.5 mm offset 36 mm i.d. For use with 56 mm o.d. Shell 62916918. G2: foreign: australia. Mechanical (g04) - head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.